Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon used hand-sewing to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.